Event description:
The service report shows the customer reported that the 8409 ventilator stopped cycling while in use on a patient. They further reported a burning smell. The nellcor puritan bennett customer support engineer (cse) verified the reported event. The cse inspected the device and replaced the motherboard. The unit passed extended self testing.